Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/20/2023, it was reported by a sales representative via sems-06036695 that an ar-9236-02ag-15r univers vaultlock augmented glenoid trial, medium 15 ° right, had an issue during a tsa-eclipse procedure pm (B)(6) 2023. When removing the pegged augment trial, the central peg cracked right before it was completely out of bone. It was still attached to the trial, but the plastic around the central metal peg was cracked. No piece broke off inside the patient. There was no harm to the patient, and they were past the point of needing to trial again. The case was completed successfully without complication. The complaint device was discarded. This occurred during use with no patient harm. Additional information has been requested. On 10/3/2023, the sales representative provided the following information via email: there was no case delay reported. No picture was taken as the broken trial was thrown out by spd before they came out of the wash to put the trays back together.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, without the device being returned or any photos provided, the reported event is not confirmed. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.